Manufacturer narrative:
A beckman coulter field service engineer (fse) evaluated the instrument, and secure the grounding of the ise(ion selective electrodes) pcb (printed circuit board) by installing missing screws to resolve the issue. The fse verified the instrument operation. The customer did not provide patient demographics (weight, age, date of birth, gender) for all patients. (B)(4).

Event description:
The customer stated that they are recovering erratic na (sodium) patient results in ise (ion selective electrodes) of the (B)(4) clinical chemistry analyzer. The customer reported of having low initial results, first repeat results high and the second repeat results were low. The customer did not provide second repeat results. No patient results were reported out of the laboratory, and there is no impact to the patient treatment due to this event. (B)(4) prior to the event was within the acceptable range.